Event description:
Procedure performed: laparoscopic ileo-caecal resection. Event description: translation by french speaker: the notifier declares a defect on the product plateforme coelio mono incision retractor 15-70mm+sleeve 10-12mm+obturator sleeve (gelpoint), cngl2, lot 1442559, per 01/02/2025: during the use of the gelpoint on a laparoscopy, when the surgeon decided to remove the cover of the gelpoint, we discovered the valve of one of the trocars which had become unhooked inside the abdomen. Clinical consequences noted: none. Additional information received by applied medical representative completing pcf: during laparoscopic procedure, the surgeon opened the gel seal and find out that a trocar valve was into the abdomen of the patient. Additional information received by applied medical representative om 16feb23 via email: the entire component fell out. It was the shield component and it was clear. There were no internal seal components removal or cutting in order to inspect the damaged component. Additional information received by applied medical representative via email 21feb23: name of procedure being performed was a laparoscopic ileo-caecal resection. No incidence on the patient status, after the component retrieval after experiencing the incident, the surgeon checked the device to see if nothing else were broken or damaged and checked in the abdomen cavity as well if nothing else fell out. All pieces were retrieved from the patient. The piece was black seal septum. An entire component fell out. Seal septum fell out standard laparoscopic instrumentation was being used at the time of the incident. Standard laparoscopic instrumentation was used prior to the incident. No picture of the component, but the device has been returned to the company to be investigated. Internal seal components were not removed or cut in order to inspect the damaged component. Intervention: the surgeon checked the device to see if nothing else were broken or damaged and checked in the abdomen cavity as well if nothing else fell out. All pieces were retrieved from the patient. Patient status: no incidence on the patient status, after the component retrieval

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the shield, an internal clear plastic component of the sleeve, was dislodged from the sleeve. Based on the condition of the returned unit, it is likely that the shield dislodgement was caused by non-axial insertion or removal of asymmetrical instrumentation through the sleeve. Applied medical¿s instructions for use (IFU) states, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers; staplers should be fully closed during passage to avoid potential damage to sleeve." The IFU also states, "all instruments should be centered axially when inserted through the sleeve¿s seal for easier insertion."

Event description:
Procedure performed: ni. Event description: translation by french speaker: the notifier declares a defect on the product plateforme coelio mono incision retractor 15-70mm+sleeve 10-12mm+obturator sleeve (gelpoint), cngl2, lot 1442559, per (B)(6) 2025: during the use of the gelpoint on a laparoscopy, when the surgeon decided to remove the cover of the gelpoint, we discovered the valve of one of the trocars which had become unhooked inside the abdomen. Clinical consequences noted: none. Additional information received by applied medical representative completing pcf: during laparoscopic procedure, the surgeon opened the gel seal and find out that a trocar valve was into the abdomen of the patient. Additional information received by applied medical representative on 16feb23 via email: the entire component fell out. It was the shield component and it was clear. There were no internal seal components removal or cutting in order to inspect the damaged component. Intervention: ni. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.